Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving morphine 10mg/ml via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had a colonoscopy and was now reporting that the pump was beeping once every 5 minutes. Additional information received from the company representative reported that according to the logs, the pump has multiple stalls and recoveries and listed off a couple dates of stall/recovery as (B)(6) 2022 and the earliest stall/recovery he is seeing is back on (B)(6) 2021 (earliest logs will go). The stalls are short in duration and are happening around 7 in the morning or around noon. The patient was in the room and the only environmental thing he could think of was his wallet that has a magnet that the patient carries near his pump. The reporter stated they will continue to work with the hcp to figure out the next steps. The reporter also stated that the was the first time they are checking the p ump logs since all the other times there was no need to check on them since the patient never reported to them there was an issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving morphine 10mg/ml via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had a colonoscopy and was now reporting that the pump was beeping once every 5 minutes. Additional information received from the company representative reported that according to the logs, the pump has multiple stalls and recoveries and listed off a couple dates of stall/recovery as (B)(6) 2022 and the earliest stall/recovery he is seeing is back on (B)(6) 2021 (earliest logs will go). The stalls are short in duration and are happening around 7 in the morning or around noon. The patient was in the room and the only environmental thing he could think of was his wallet that has a magnet that the patient carries near his pump. The reporter stated they will continue to work with the hcp to figure out the next steps. The reporter also stated that the was the first time they are checking the p ump logs since all the other times there was no need to check on them since the patient never reported to them there was an issue.

Event description:
Additional information was received from the device manufacturer representative indicated that the patient was no longer hearing beeping. It was reported that the pump was refilled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.